Event description:
It was reported that customer found a ripped dignishield tubing twice. Per follow up via email on 21may2024, there was no impact, but customer sure got concerned as it occurred twice. Unfortunately, the tubing was not saved. Patient was a male.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used dignishield. Visual inspection of the one-photo sample noted a tear on the catheter tubing. A root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "tubing loses integrity". The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The lot number was unknown; therefore, the device history record could not be reviewed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer found a ripped dignishield tubing twice.